Event description:
On (B)(6) 2013, at approx 15:53, a female pt who had undergone cardiothoracic surgery was returned to her room by the operating room staff and the pt was connected to the evita dura ventilator. The respiratory dept was not contacted prior to the pt being connected to the ventilator. Within 5 minutes, the pt coded and the staff intervened to address the pt situation. Ten to fifteen minutes later, the staff realized the ventilator had never been taken out of standby mode after the pt was connected to the ventilator. The pt expired. The hospital staff has not alleged malfunction of the ventilator.